Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient further clarified   and stated that the patient had been changing pads multiple times since all of this began and the pads were soaked. The caller stated the patient had colitis to start with and was severely dehydrated and had a consistent upset stomach every time they went to the ER so they had given the patient fluid when they were there. The caller stated that the patient was brought back home from the hospital on monday night and the patient had started taking their prozac again as of tuesday morning. The caller stated they didn't think they were going to be having any additional hospital visits now but they were kind of upset at the hospital because it threw the patient's bladder all out of whack. The caller stated the medtronic representative (the rep that the patient had been "connected to" in the beginning) had told them to contact the rep if they had technical questions and to reach out to patient services for medical questions. Patient services reviewed the role of patient services with the caller and redirected the caller to follow up with the patient's healthcare provider (hcp) about the patient's symptom concerns. And they thought the hospital giving the patient additional fluid and also stopping the patient from taking their fluid pill that they took because the patient had been dehydrated meant that the patient's body was just all out of whack and perhaps they just needed to let the patient's body "flush" everything out and "regulate" so the patient could get back to their regular baseline to see if the therapy started to help the patient's symptoms again. Patient services reviewed with the caller that they could check to see if the therapy was on at the very least, and the caller accepted and stated they hadn't looked at the device yet and they were trying to remember how to connect to check the settings as they had n't done it in a while. Patient services reviewed external device function with the caller and the caller was able to connect to see the settings. The therapy was on. The external devices were functioning as intended. The caller and patient were redirected to fol low up with the managing health care provider (hcp) to check the implanted system and to further address the issue. The caller may call back in the future for assistance in making a therapy change once.